Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding, peri-procedural adverse event: access site bleeding, the root cause was not determined as the product was not returned and insufficient clinical details provided. H6: codes were updated accordingly based on the completed investigation.

Manufacturer narrative:
Additional information was received and noted the results of the colonoscopy was a gastrointestinal bleeding, and the administered blood transfusion: two units of packed red blood cells and one unit of platelets was a result of this bleed. Although impella is not the direct cause of the gastrointestinal bleeding, it cannot be determined if the use of anticoagulant for use of the impella device impacted/exacerbated the outcome of the bleed for the patient. Heparin as noted in previous reporting was suspended due to bleeding. Note: h6 health effect (clinica and impact), medical device product, component and investigation (type, findings and conclusion) coding remains unchanged. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support while undergoing assessment for therapies such as ventricular assist device and orthotopic heart transplant. The following day, an access site hematoma was noted. A unit of blood was given to the patient overnight. However, this was unrelated to the hematoma per additional information received. The hematoma was monitored. Approximately four days later, there was bleeding at the incision, and heparin was suspended. A gastroenterologist was consulted, and the next day a colonoscopy was completed at bedside (results unnoted). Hemoglobin test was completed, and results appear to have prompted two units of packed red blood cells and one unit of platelets administration. Heparin remained suspended. The following day, there were no impella issues per the notes, and three days later, the patient was bridged to a left ventricular assist device. The impella 5.5 was explanted with a survived patient outcome.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. H6 bleeding is being coded to represent bleeding and the stoppage of heparin.